Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot#/serial#: unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Caller reported that patient turned stimulation off 6 months ago, that scs therapy didn't work, the remote won't even turn on. Further clarification from caller showed that patient didn't like the stimulation he felt since implant, that it shocked him constantly. Patient felt therapy was worse than his original pain. Reviewed us of eligibility form. Reviewed how to go into passive recharge mode since patient hasn't done anything with his implant for the last 6 months.  During the call, pt rep mentioned that pt wasn't using the therapy for awhile since probably maybe 3 months ago or so. Agent asked clarifying questions pt rep stated pt felt like therapy was not giving them relief so they decided to take a break. Pt rep stated they spoke with a manufacturing representative (rep) today for reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.